Manufacturer narrative:
The reported event was failure to remove stylet and that was creating a twist on the lead. As received, a complete lead was returned in one piece. The reported event of twist on the lead was not confirmed. No twisting was found on the lead. The reported event of failure to remove stylet was confirmed. Visual examination found ptfe coating of the stylet was stripped off and bunched up/clogged inside the inner coil distal to the connector pin. The cause of failure to remove stylet was due to bunched up/clogged ptfe coating of the stylet. Abbott is continuing to monitor this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead resulting in a twist on the lv lead. The lv lead was explanted and replaced to resolve the event. The patient was stable.